Event description:
The reporter stated, the surgeon inserted a cc4204bf collamer single piece lens and the lens tore. The lens was cut into pieces and the incision was enlarged to remove the lens. Another lens was implanted.

Manufacturer narrative:
Evaluation results: a visual inspection of the returned product found a piece of the lens optic and one haptic torn off and missing. There was evidence of clear surgical residue. Conclusions (no conclusion can be drawn): based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector, cartridge and foam tip plunger were not returned for evaluation.